Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a right cylinder tubing crack was identified; therefore, this cylinder and pump were removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a right cylinder tubing crack was identified; therefore, this cylinder and pump were removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt, this ipp was thoroughly analyzed in our quality assurance laboratory. The cylinders were visually inspected, microscopically examined, leak and functionally tested. Both cylinders were returned without tubing, as it was cut down to the input tube junction. The first cylinder had a leak in the middle of the cylinder body, which is consistent with explant. Due to the hole, the cylinder was not pressure tested. The second cylinder passed all tests performed. Product analysis was unable to confirm the reported event.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak and functionally tested. Both cylinders were returned without tubing, as it was cut down to the input tube junction. Analysis identified a leak middle of the body of the first cylinder, consistent with explant. Due to the hole, the cylinder was not pressure tested. The second cylinder passed all tests performed. The pump was visually and microscopically examined, and functionally tested. No leaks or visual anomalies were determined; however, the pump did not pass the activation test. Product analysis was unable to confirm the reported allegation of cylinder hole; however, it determined a pump anomaly that is likely to have affected the functionality of the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a right cylinder tubing crack was identified; therefore, this cylinder and pump were removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.